Manufacturer narrative:
The event report was incorrectly reported by the customer. The event happened on (B)(6) 2018.

Event description:
The customer alleges that "handle is missing the hinge pin." No other details were provided and no patient injury/harm reported.

Manufacturer narrative:
The affected device was returned and the investigation confirmed the customer complaint.

Event description:
The customer alleges that "handle is missing the hinge pin." No other details were provided and no patient injury/harm reported.